Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 250 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patients parent administered a bolus and correction in which did not bring down the patients blood glucose levels. Once at the hospital the patient had blood work performed and they were given intravenous fluids. The patient was still wearing the pod at the time of the call.